Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient after 2 hours of placement. It was stated that the balloon was withered. During pretest the water did not enter when the syringe was inserted into the inflation valve but it was possible to inject the water when the syringe was pulled out and reinserted.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for treatment purposes. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and no leaks were observed. The catheter balloon was passively deflated with no issues or cuffing noted, and the balloon concentricity was observed to be 70:30 as compared to attachment 1. This meet specification per inspection procedure, revision 9, which states, "cuts in lumens are not allowed." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the catheter fell out of the patient after 2 hours of placement. It was stated that the balloon was withered. During pretest the water did not enter when the syringe was inserted into the inflation valve but it was possible to inject the water when the syringe was pulled out and reinserted. Per additional information via email from ibc on 06may2021, it was stated that it was unknown if there was any resistance in the syringe.